Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01480. 0001825034-2023-01481. G2: italy the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that during the procedure, the inserter broke upon impaction. A new instrument was opened and used to complete the procedure. Attempts have been made and no further information is available.

Event description:
Upon receipt of additional information, it was determined this product should have been reported as it's own separate event. This report should be voided and a corrected report will be filed under MFR number 0001825034-2023-01617.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should have been reported as it's own separate event. This report should be voided and a corrected report will be filed under MFR number 0001825034-2023-01617.